Manufacturer narrative:
This report is submitted on october 14, 2021.

Manufacturer narrative:
This report is submitted on july 1, 2021.

Event description:
Per the surgeon, the patient presented to the clinic on (B)(6) 2021, with a post-operative wound infection with fluid under the skin and wound dehiscence, and was treated with antibiotics. However, the issue could not be resolved; the patient was then treated with intravenous antibiotics and the fluid was aspirated. The patient developed wound dehiscence across the width of the implant site, ultimately resulting in explantation of the device on (B)(6) 2021. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.